Event description:
It was reported that, this right atrial (ra) lead exhibited loss of capture (loc) in unipolar and bipolar configuration. The plan is to revise the lead. At this time, the revision has not been scheduled. This ra lead remains in service. No adverse patient effects were reported.